Manufacturer narrative:
The customer test strips were not returned for evaluation, but the customer's meter was, and functioned properly. It was discovered the strip port had debris in it, which could have caused the initial concern.

Event description:
(B)(6) advocate stated her husband was unable to get a blood result from the contour next because the meter would not show the "apply blood" message. He gave himself large amounts of insulin. He then felt weak and sweaty, and fainted. Paramedics gave him IV, 25grams of dextrose and 25ml of glucagon. No further information provided. The advocate was advised to return the meter for evaluation. New meter was sent to the customer.